Event description:
A medtronic representative reported that on a periodic check of the device, the site internal technical department noted their double star adapter did not fix correctly. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device is not expected to be returned to manufacturer for evaluation/inspection.